Manufacturer narrative:
See mdr1920664-2008-00369 for the intraocular lens used with this delivery device.

Event description:
The haptic bent during the insertion of the lens in the patient's eye. The lens was removed and replaced.